Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the obtuse marginal branch. A 2.5x16mm promus element plus stent was advanced but met resistance and could not cross the unspecified previously placed stent. Upon removal, stent damage was noted. The physician completed the procedure with angioplasty and then the placement of a non-bsc stent. No patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the returned device consisted of a promus element monorail stent delivery system. There was contrast in the inflation lumen. There was no indication the device was subjected to positive (inflation) pressure. Multiple rows of stent struts on the distal end were stretched and flared pass the distal markerband. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage or crossing difficulties. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).